Event description:
It was reported by service report that the siderail would not latch in place due to damaged spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.